Event description:
(B)(4). Initial report: this case was reported by a division of evidence based medicine in dermatology via the (B)(4) health authority. This group is conducting an injectable filler safety - study. The aim of the study is to register adverse events to these injectable filler materials in (B)(4). This case involves a (B)(6) female patient. In (B)(6) 2005 and (B)(6) 2005, the patient has been treated with poly-l-lactic acid (sculptra, batch-no. Unknown). On (B)(6) 2005, the patient suffered from formation of nodules with symptoms of discoloration. Detailed description: mild formation of nodules at left corner of mouth, extended formation of nodules at right corner of mouth; both injection areas showed a mild bluish discoloration. Symptomatology of left side improved, right side: no change. No inflammation of nodules. Corrective treatment became necessary, however, no treatment was performed so far. Assessment (from division of evidence based medicine in dermatology): the events were probable related to treatment with poly-l-lactic acid. Addendum for f/u received 05-sep-2008. Assessment after (B)(4) investigation: batch record review without hint to root cause. No faults, defects, damages detectable.